Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy, and subsequently passed away. The patient was hospitalized for the infection event. On an unknown date, the patient was treated with unspecified antibiotics (dose, route, frequency, and duration was not reported) for the infection. The patient died two days after admission to the hospital. The cause of death was reported as sepsis and renal failure. It was not reported if an autopsy was performed. The patient remained on pd therapy prior to death but it was not reported if the patient was performing pd therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.